Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and 500 mg/dl. The customer reported that there was a high blood glucose level event related to sensor glucose versus blood glucose level event. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis. The insulin pump and sensor will not be returned for analysis.